Event description:
It was reported that intermittent occlusion alarms occurred. The reported blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use.